Event description:
The patient received several rounds of atp and shocks. Sometime after receiving the therapies, the patient expired. Technical services (ts) reviewed the egms and noted ventricular oversensing. Several episodes showed intermittent crosstalk and intermittent far p leading to inappropriate atp and several aborted vf therapies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.